Event description:
It was reported that during device change-out for normal battery depletion, it was found that the right ventricular [rv] lead had prior insulation repair on the pacing portion of the lead. It was also noted that the rv lead had an insulation break. The rv lead was capped and replaced as the physician felt the lead may be unreliable. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.